Manufacturer narrative:
On september 8, 2017 a complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required for perceval 21/s - sn (B)(4) at the time of manufacture and release. Further investigations were completed on september 15, 2017. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. Hydrodynamic testing conducted on the returned prosthesis confirmed that the device exhibited a normal leaflet kinematics, a regurgitation fraction and eoa evaluation in compliance with the requirements of en iso 5840:2015. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic to the involved device, and the root cause of the event may be related to the malpositioning of the device during the implant.

Event description:
On (B)(6) 2017 the manufacturer was notified that a percival valve implant was attempted during a concomitant procedure (mitral valve replacement). Before the aorta was closed the surgeon noticed that the valve leaflets did not coapt, the valve was explanted and replaced by another valve (perimount magna ease size 21) . A total of 25 minutes of additional x-clamp time was added to the procedure. This event is related to a percival valve manufactured in the sister facility.